Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information/ correction. H2 type of follow up: - additional information/ correction. H6 ¿ correction. H7 type of remedial action - additional information. H9 section 21 usc 360 report no - additional information. H10: corrected data.

Event description:
Subsequent to the initial MDR, additional information is available and a correction is required.